Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip or knee arthroplasty procedure on unknown date and one coat of the topical skin adhesive was used. The silver dressing was placed intra-operatively over the topical skin adhesive. Recently, the patient experienced a reaction to topical skin adhesive such as redness, inflammation and burning sensation. The topical skin adhesive was removed via oil based product, administered topical ointment, and added silver dressing. Additional information has been requested.